Manufacturer narrative:
Corrected investigation results (lot number is not unknown): due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that bd maxplus pressure rated extension set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that IV extension tubing failure during insertion. The tip of the tubing detached, causing blood to leak rapidly from the extension.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5303-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.